Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to water invasion in the scope connector. The following information is stated in the instructions for use (IFU): "inspection of the endoscopic image: user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. The e315 error message was displayed when the scope was connected to the system. The plug body was dismantled and the moisture indicator was triggered. The indicator turned pink after contact with fluid/moisture. In addition, evaluation found the plug body was corroded and there was water ingress in the scope connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed when preparing the evis lucera elite colonovideoscope for use. The type of procedure was unknown and there was no delay. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.